Manufacturer narrative:
Complained product received user handling was identified as root cause for the complaint.

Event description:
Brush heads would fall off from the hand piece - oral-b [device breakage] oral-b brush heads didn¿t stay securely attached to the hand piece and kept wiggling [device connection issue] case narrative: male consumer via e-mail stated that the original oral-b toothbrush heads would not stay securely attached to the oral-b genius toothbrush hand piece, continuing to wiggle slightly. Then, later, the oral-b toothbrush heads would fall off from the oral-b toothbrush hand piece while he was brushing. No injury was reported. 21-feb-2023 case update: the suspect (handle) product lot was bh94141220. No injury was reported. 23-feb-2023 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported. 23-feb-2023 case update: the suspect product was oral-b power power oral care refills crossaction eb50black. The concomitant product was oral-b power rechargeable toothbrush handle 3771. No injury was reported. 03-apr-2023 case update from information initially received on 21-feb-2023: the suspect (refill) product lot was pc11218. No injury was reported. 14-apr-2023 case update from information initially received on 23-feb-2023 (product investigation details amended): the suspect product was oral-b power rechargeable toothbrush handle 3771. The concomitant product was oral-b power power oral care refills crossaction eb50black. The concomitant product (refill) was confirmed to not be a counterfeit product. No injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Brush heads would fall off from the hand piece - oral-b [device breakage]. Oral-b brush heads didn¿t stay securely attached to the hand piece and kept wiggling [device connection issue]. Case narrative: male consumer via e-mail stated that the original oral-b toothbrush heads would not stay securely attached to the oral-b genius toothbrush hand piece, continuing to wiggle slightly. Then, later, the oral-b toothbrush heads would fall off from the oral-b toothbrush hand piece while he was brushing. No injury was reported.

Manufacturer narrative:
23-feb-2023 product investigation results: product was identified as a non genuine oral b product, it was not manufactured under p&g control.

Event description:
Brush heads would fall off from the hand piece - oral-b [device breakage]. Oral-b brush heads didn¿t stay securely attached to the hand piece and kept wiggling [device connection issue]. Product counterfeit - oral-b [product counterfeit]. Case narrative: male consumer via e-mail stated that the original oral-b toothbrush heads would not stay securely attached to the oral-b genius toothbrush hand piece, continuing to wiggle slightly. Then, later, the oral-b toothbrush heads would fall off from the oral-b toothbrush hand piece while he was brushing. No injury was reported. 21-feb-2023 case update: the suspect product lot was bh94141220. No injury was reported. 23-feb-2023 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported. 23-feb-2023 case update: the suspect product was oral-b power power oral care refills crossaction eb50black. The concomitant product was oral-b power rechargeable toothbrush handle 3771. No injury was reported.